Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient indicated they weighed (B)(6) pounds at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had they just had the ins system implanted yesterday and was ¿having issues¿ described as 'like electrical charge down to the l side', 'like electrical discharge'. Yesterday when the patient got home and started walking around they felt the stimulation 'discharge' down l side into his scrotum area. It was confirmed, via the programmer, that the therapy was on. The patient decreased the stimulation from 2 volts to 1.7 volts prior to report but this did not resolve the uncomfortable stimulation issue. During the report, the patient further decreased the stimulation to 1.4 volts and now felt better. The patient was going to monitor their symptoms and would follow up with their healthcare profess ional (hcp) if needed. There were no further complications reported or anticipated.